Manufacturer narrative:
Weight and ethnicity: unknown, not provided. Catalog number: unknown, not provided. Serial number: unknown, not provided. Expiration date: unknown, as the serial number was not provided. UDI number: unknown, as the serial number was not provided. If explanted; give date: lens remains implanted. Device manufacturer date: unknown as the serial number was not provided. Device evaluation: product evaluation was not performed because the product has not been received. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were not reviewed as no serial number was received. Historical data analysis: unable to perform the complaint historical review as no serial number was received. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis simplicity preloaded intraocular lens (iol) trailing haptic got caught on the plunger but the surgeon was able to finally manipulate the haptic free from the plunger so lens is still in patient's eye. The patient is doing fine and no explant, no enlargement, and no suture was used. No further information was provided.